Event description:
Nasointestinal tube was found to have a blockage, unsuccessful at removing on two attempts, unable to clear with conventional flushing. Attempted to retrace nasointestinal tube (nit) with style!, style! Met with significant blockage. Nit removed without resistance and was found to have 45 - 50 cm missing with evidence of shearing/twisting/failure at end of tube. Patient subsequently had endoscopic procedure with removal of tube and a peg tube placed.